Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: ne u_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a volume discrepancy at refill where the expected residual volume (erv) was 18ml, but the actual residual volume (arv) was 10ml. The cause of the discrepancy was unknown. The patient was scheduled to meet with the manufacturer¿s representative for diagnostic testing/troubleshooting the week following this report. The patient was alive with no injury. No drug, patient symptoms, intervention, or outcome reported. Follow up was conducted to obtain further information but it had not been received at the time of this report. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient did not have any symptoms regarding volume discrepancies. Past discrepancies from earlier refills were reported: ¿2015¿/2014-12-24: actual 7.8 ml vs. Expected 8.0 ml; 2015-03-11: actual 16.1 ml vs. Expected 8 ml. According to the manufacturer¿s representative, a healthcare professional (hcp) told them ¿if anything the patient wasn¿t having good pain control.¿ on the day that the manufacturer¿s representative discussed, the volume discrepancy issue with the managing hcp withdrew 35 ml and 34 ml had been expected (20 days since refill). The hcp would continue to observe the patient ¿being aware that the pump has been overinfusing and he stated the possibility of a pump replacement in the near future.¿